Event description:
It was reported that prior to an abdominal endoprosthesis interventional procedure, suture placement was attempted in an unspecified vessel with a proglide device using the preclose technique. Reportedly, a suture break occurred with two proglide devices. The sheath sizes used were not provided. The interventional procedure was completed. The method of hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device, but not known if the physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. Evaluation summary: the device was returned for analysis. The observed posterior needle tip not engaged with the posterior cuff indicates a posterior needle to cuff miss likely occurred and could appear similar to a suture break, therefore the reported suture break is confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Lot number changed from 40121k2 to 40916k2. Device status changed from returning to not returning. (B)(4) improper or incorrect procedure or method. Failure to follow steps/instructions. A femoral angiogram was not performed. The instructions for use states: perform a femoral angiogram to verify the location of the puncture site. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that prior to an abdominal endoprosthesis procedure, suture placement was attempted in the right common femoral artery. Reportedly, a suture break occurred with two proglide devices. The sutures of two additional proglide devices were successfully placed in preclose technique. The arteriotomy was 6f. The abdominal endoprosthesis procedure was completed and the two successfully placed sutures achieved hemostasis. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.